Manufacturer narrative:
Additional information was requested, however, to date a response has not been received.

Event description:
A user facility biomedical technician (bmt) reported to technical support that an ultrafiltration (uf) pump alarm occurred during a patient¿s hemodialysis (hd) treatment. In addition, the bmt stated there were uncommanded screen changes occurring. Despite the reported issues, the patient reportedly completed their treatment on the machine. Following the incident, the machine was removed from service. Upon follow up, it was reported that the uf pump alarm was still occurring and the machine remained out of service. The bmt reported replacing the uf pump, the actuator test board, and the actuator ribbon cable; none of these resolved the issue. However, the bmt was able to resolve the screen-changing issue by replacing the acid reed switch. Additional event details were obtained from a registered nurse (rn) at the facility. The rn stated the uf pump alarm occurred approximately twenty minutes into the patient¿s treatment, and the uf pump stopped working. It was confirmed the patient completed treatment on the machine after the uf pump alarm was reset. The rn stated the correct amount of fluid was removed from the patient. However, it was reported that the uf time had to be adjusted to compensate for the uf disruption. The patient did not have any complaints or symptoms during or after their treatment, and there were no discrepancies between the patient's pre and post treatment weights. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.